Manufacturer narrative:
Unable to confirm the event as reported. The evaluation revealed no damage or anomaly to the driver or anchor that would have contributed to the reported event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is expected but was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the case was a peroneus brevis tendon transfer. The implant failed; while inserting the anchor, the handle jarred forward and the anchor pulled out. To complete the case, the surgeon drilled two bone tunnels and passed the suture though them and tied down the tendon. No other implants were used and there were no additional incisions. Bone quality was fair; there was no pre-drilling, tapping or punching.